Event description:
Pt was receiving an injection of ativan in her right hip. Bd integra syringe with retracting precisionglide needle was being used to administer the injection. The syringe "collapsed" towards the end of administering the medication. The hub fell off and spring fell out. Needle was later found stuck to the plunger inside the syringe. Stock was pulled following event.